Event description:
In 2009, the patient reported she has received e4 (occlusion) errors on her insulin infusion device. She said she has changed her infusion set 4 times this week. She stated the infusion sets do not appear to be damaged. To troubleshoot, the patient was instructed to disconnect from her headset and perform a prime. Her infusion device gave an e4. She was then instructed to disconnect the tubing from her device and run a prime, which she did without error. The patient was advised to switch to her backup infusion device using the same insulin cartridge and infusion set. On follow up with the patient in the next day, she said she continues to get e4 errors on her backup device. She said she has not been lubricating the cartridges before filling them and was advised to do so. The patient was instructed to disconnect from her backup device and prime, which she did without error. The patient said it was time to change her cartridge and headset and, changed both of them along with the infusion set tubing. The patient stated she woke up with an elevated blood glucose of 561 mg/dl with her normal range being around 150 mg/dl. She treated her reading by an insulin injection and her reading decreased to 173 mg/dl. She was sent replacement infusion sets. On further follow up 5 days later, the patient stated she has had no further occlusions. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.